Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were in the hospital and need to have an MRI, but they were unable to activate MRI mode because they kept getting the 'device is not responding' error message. The patient confirmed they were holding the communicator over the ins. The patient repositioned the communicator and pressed 'retry,' but continued to get the same error message. Troubleshooting was interrupted due to patient disconnecting the call. Agent called the patient back but had to leave a voice message.